Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Due to medical condition customer will request other replacement product brand. Most likely underlying root cause: mlc-78- user hematocrit low. Test strip (B)(4). Note: manufacturer contacted customer on 2/22/2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer states the issues has been resolved and obtained a replacement from a different company at a local pharmacy. No medical attention or symptoms reported at the time of the call.

Event description:
Consumer reported complaint for e-0. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of not feeling well. Medical attention is reported as a result of the actual blood glucose results and reported symptoms from a previous event the product storage location is undisclosed.. The test strip lot manufacturer's expiration date is 8/28/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. During the call on (B)(6) 2018 customer states that on (B)(6) 2018 customer was rushed on an ambulance because of the hypoglycemic symptoms she was feeling. Customer's blood sugar on the ambulance was 30 mg/dl fasting. When she got to the ER she does not remember what her blood sugar was she only remembers it read 52 mg/dl non-fasting after she was given a tube of stuff in her mouth and juice. Customer was discharged hours later. Her symptoms included stroke like symptoms on right side of the body, slurred speech, and paralysis on her right side, not able to move a lot. She was diagnosed with hypoglycemia. Customer does not recall a lot from her visit to the ER and this is all the information she could provide accurately. On additional tests performed, the meter read e-0. Customer feels physically well but her overall health is poor. Customer has active bleeding because of female surgery about 2 weeks ago. Customer was informed that the meter would continue to get errors because of her active bleeding that can affect her hematocrit.